Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.

Event description:
The pt's surgeon reported the patient experienced hoarseness during the first week following surgery. The surgeon was concerned that stiffness of the lead and torsional loading introduced when aligning the lead along with the vagus nerve may have contributed to the reported hoarseness. The pt was subsequently referred to an ent. Follow up with an ent confirmed left vocal cord paralysis. Follow up with the treating physician found the vns device was activated. A sales rep was present at the visit, and indicated the patient had regained some vocal function, but the hoarseness still remained.